Manufacturer narrative:
The head was returned attached to the trunnion of the stem. Visual inspection of the returned head confirmed that it is not broken as indicated in the event description. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Sales rep has been contacted by (B)(6) hospital through surgeon concerning a patient (male born (B)(6))operated at (B)(6) hospital with a now broken exeter hip stem 05801442 . Primary surgery was (B)(6) 2008. A revision surgery is planned on the (B)(6). Update per translated records received on 7/20/2015: "both the head and a part of the stem are broken"

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep has been contacted by (B)(6) hospital through surgeon concerning a patient (male born (B)(6) operated at (B)(6) hospital with a now broken exeter hip stem 05801442 . Primary surgery was (B)(6) 2008. A revision surgery is planned on the (B)(6). Update per translated records received on 7/20/2015: "both the head and a part of the stem are broken."